Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. The retained samples could not be inspected because the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k, there was incorrect colored hemogard cap on two (2) tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® edta 2k, there was incorrect colored hemogard cap on two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.